Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned condition of the device indicated that during needle deployment both cuffs successfully captured the needles; however, the link was pulled from the swage end of the posterior cuff while retracting the needle plunger. A link pull would result in a failure to retrieve the suture during the needle plunger retraction and could appear very similar to the reported cuff miss. Link-to-cuff detachment indicated that there was resistance while retracting the needle plunger. During testing, the plunger was inserted and retracted successfully without any observable resistance that could potentially result in the link detaching from the posterior cuff. The whole suture was able to be pulled out from the device without difficulty. There was no damage to the suture to suggest that the suture might have been dragged through the device which could contribute to the link-to-cuff detachment while retracting the needle plunger. Based on the investigation findings, the probable cause for the link pull from the swage end of the posterior cuff could not be determined. Challenging anatomical conditions and abruptly pulling out the needle plunger after needle deployment could contribute to link detachment, but this could not be confirmed. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.